Manufacturer narrative:
The devices are not available for return; however, the reported event could be confirmed as the surgeon provided the patient¿s imaging that showed the left tmj screws have loosened. If further information becomes available, the investigation will be re-evaluated.

Event description:
It was reported that the screws are loose and/or broken and the implant has shifted creating a need for a revision surgery.

Event description:
It was reported that the screws are loose and / or broken and the implant has shifted creating a need for a revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : currently implanted.